Event description:
Upon opening the unit, for the start of the day, the pt care tech and chief tech noticed strong odor of formaldehyde in the unit, becoming stronger by the reuse room. A large 37% formaldehyde spill was found. It was discovered that the tubing from the cart to the formaldehyde tank became disconnected, spilling 4 gallons of formaldehyde on the floor.